Event description:
It was reported that upon arrival at the hospital (2) hand pieces were malfunctioning. Test conducted and confirmed malfunction. Products emit constant solid tone and are defective. No patient consequence.